Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said, he went to test on the meter two days prior at 5 pm, when the meter did not turn on. The patient skipped his dose of insulin at that time, but ate his dinner. At around 10 pm the patient had a snack and skipped his novolog insulin dose but took his lantus. It is unknown why he skipped his doses of insulin and what type/amount he skipped at dinner. He woke up at 12 am and 1 am the day prior to report, to urinate and he describes this as "frequent urination" for him. He also said, he was thirsty. He woke up again at 2:30 am same day, and took 12 units of novolog insulin instead of 15 units. Again it is unknown why he took that particular dose of insulin. It was determined during the troubleshooting telephone call, the patient replaced the battery per the owner's manual. The batteries are correctly installed. The battery contacts were in good condition. Based on the information provided, there was no misuse of the product. Although it is unknown why the patient skipped his insulin, this complaint is being reported because the patient alleged the meter did not turn on, that he skipped doses of insulin, and developed symptoms that may be indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.